Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a sensor glucose vs blood glucose value issue that resulted in a suspend low. The sensor glucose value was 54 and the blood glucose value was 180 mg/dl. Sg value that triggered the suspend event was 57 mg/dl. Troubleshooting was performed and the customer was advised the suspend is most likely due to a sensor not situated properly in the infusion set preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. The sensors will be replaced and returned.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm insulin pump. Connected sensor to the transmitter and placed it in solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform buffered glucose test solution as the sensor is beyond its expiration date.